Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), after an unknown time period, the implanted sapien xt valve is degenerated. No additional information has been provided.

Manufacturer narrative:
An edwards sales representative advised that the serial number and implant date is not forthcoming from the implanting physician. Investigation is ongoing. Torn leaflet or increased gradient of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and degeneration. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, there was no allegation or indication a device malfunction contributed to this event. Investigation results are inconclusive, as the valve was reported to be degenerated, but no additional information was provided. The degeneration could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a nonfunctioning leaflet. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The IFU has been reviewed and no inadequacies have been identified with regards to warnings and contraindications. Device degeneration is listed in the IFU as a potential risk associated with tavr and bioprosthetic valves. Reduced implant longevity due to calcification is listed in the dfmea 11833 as a known potential risk. In this case there are no details provided to clarify the cause for or mode of degeneration.

Event description:
As reported by our affiliates in (B)(6), after an unknown time period, the implanted sapien xt valve was degenerated. A sapien 3 valve was successfully implanted inside the sapien xt valve (viv) and the patient was doing ok. No additional information has been provided.

Manufacturer narrative:
A response was received indicating that no additional information regarding the device, patient, and events are known.